Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the suture sleeve of the left ventricular (lv) lead was broken. The lv lead was still used and was implanted. The patient was in stable condition throughout.